Event description:
It was reported that while in the ICU, a registrar was doing a routine cvc insertion into the pediatric patient's right internal jugular vein. It was at that time, the j tip became damaged and as a result was removed. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). This event was initially evaluated and determined to be non-reportable. The return device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. One swg was returned by the customer for evaluation. The returned guidewire was visually examined and measured. The core wire was broken and the spring coils were unraveled at the distal end. The break in the core wire is approximately 6m from the distal tip. Both the distal tip. Both the distal and proximal pieces of broken core wire are present and both welds are completely intact. The od of the returned guidewire was measured met specification. The core wire was measured and also met specification. No pieces of core wire appear to be missing. The instruction booklet (s-04150-135a rev. 0) provided with this kit contains a suggested insertion procedure and describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions explain that potential breakage is possible if undue force is applied to the wire and cautions not to cut the guide wire to alter length. A device history record review was performed with no relevant findings. The investigation found no evidence to suggest a mfg related cause. A risk evaluation was also performed for this complaint issue. The reported complaint of guide wire separation was confirmed through visual inspection of the returned sample. A device history record review was conducted and no evidence was found to indicate a mfg related cause. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 1.1 pounds force for this size wire. The selected insertion site and pt anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled or separated swg complaints. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.